Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler's staples did not hold the tissue that caused bleeding of not more than 500cc. Another stapler was used to complete the case. There was no patient injury.